Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As the device was not available for evaluation, no issue with the angio-seal device was able to be confirmed. Based on the available information, the likely cause of the reported issue was determined to have been device misuse. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hbrt.

Event description:
The user facility reported that on august 5, a chronic total occlusion (cto) of the left superficial femoral artery (sfa) was treated via retrograde puncture. The angio-seal device was used for hemostasis of the retrograde puncture. During hemostasis, no abnormalities were observed, and the physician felt that the anchor had caught the vessel wall and properly deployed. The estimated blood loss was less than 250cc. Health damage was serious, however, the patient recovered. On (B)(6), a 5 cm subcutaneous hematoma of was discovered at the puncture site and treated surgically. On (B)(6), after the patient discharged from the hospital, bleeding was noted, and contrast enhanced computed tomography (CT) revealed pseudoaneurysm. The patient was transferred to the kobe city medical center general hospital. Treatment of the pseudoaneurysm was delayed due to the patient's covid-19 infection. The patient was thin and was taking steroids. Harm to the patient's health was serious. The physician stated that although the angio-seal device was involved in this case, the physician does not believe that the device failed hemostasis at all, and the cause of the delayed hematoma is not identified. There was a bifurcation slightly distal to the puncture site, however, not at a distance that would affect hemostasis. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. Additional information was received on (B)(6) 2022: the estimated blood loss was greater than 250cc, however, just less than 300cc.